Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the backup battery cover having one stripped screw was confirmed. Visual inspection of the returned system controller (serial number: (B)(6)) revealed that the head of the backup battery cover screw closest to the serial number label on the housing was stripped. The remaining screws were in unremarkable physical condition. The stripped screw was able to be removed using a screwdriver at an angle at an increased force than normal. The threads and shank of the stripped screw were in unremarkable physical condition. The root cause of the reported event was determined to be a nylon patch that caused the screw to become difficult to remove. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 system controller was shipped to the customer on (B)(6) 2020. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use (IFU) section 2, entitled "system operations", explains how to replace the system controller backup battery. Section 5, entitled ¿surgical procedures¿, explains how to install the backup battery in the system controller. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the out-of-box heartmate 3 system controller had a stripped screw on the back covering. The screw could not be removed to insert the 11v backup battery. There was no patient involvement.